Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient is in pain all the time when the patient had undergone revision surgery a year and a half ago after the johnson and johnson charité disc has been implanted in 2006. This complaint involves one (1) device.